Event description:
It was reported that there was a separation between the white twist sleeve and main body of a minicap transfer set. It was further described as "the white part was completely separated from the blue body of the extender and one of the internal legs was broken." This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced and the patient was given prophylactic antibiotic as precautionary measure. There was no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye identified a separation between the main body and twist clamp. The cause of the separation was due to the broken occlude feet. The reported condition was verified. The cause of the broken occlude feet could not be determined; however, the possible cause was due to damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.